Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was communicated on 19jan2026 that the patient developed the major bacterial infection on 10oct2025 and was treated with drug therapy only. The cause of infection was dependent on patient condition and may have been device related. The patient was in the hospital on 15oct2025 for neurological dysfunction which lasted less than 24 hours from ruptured cerebral aneurysm determined through computed tomography (CT). The patient had presented to the hospital with fever. The patient was asymptomatic and on anticoagulant therapy with warfarin. The patient received surgical treatment, but the patient's recovery was noted to be poor. Neurological damage was deemed the cause of death. The cause of the neurological damage was considered device-related and due to prolonged prothrombin time (international normalized ratio) above target range in a patient taking warfarin. At the time of death, the device was functioning normally.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable fully intact. The modular cable was not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. (B)(6) appeared to have been exposed to a fixative agent prior to its return for evaluation. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured the device function as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The IFU lists adverse events, including infection, bleeding, and stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. The IFU also lists infection as a potential late postimplant complications. The IFU instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. This document provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while being hospitalized for methicillin-resistant staphylococcus aureus (mrsa) bacteremia, the patient developed cerebral hemorrhage due to the rupture of an infected aneurysm. The patient subsequently died with no hope of recovery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.